Event description:
Additional information received. The cause of the fishmouth and failure to open was not determined. The cause of the distal stent damage was also not determined. The observed damage at the distal tip of the stent included disorganized braided wires and burrs. No friction or difficulty was noted during delivery, positioning, resheathing, or retraction, and no resistance occurred in any section of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. No damage to the pipeline pushwire or catheter was observed. The used catheter model is unknown.

Manufacturer narrative:
Updated b5, d9. H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent failed to open in the middle and distal sections and the distal end was damaged. A microcatheter was used to deliver the stent to the distal end of the internal carotid artery, and deployment was initiated. During stent deployment, the distal end appeared fish-mouth shaped, while the mid-distal segment remained rod-shaped. Even after more than 50% of the stent was deployed and waiting for a while, it still did not open. After manipulating the stent by pushing and pulling, it still did not open. The stent was then withdrawn into the microcatheter and redeployed, but the tip failed to open. The stent was resheathed and removed from the patient with the microcatheter, and damage on the tip was observed. The stent was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, left internal carotid artery c6 aneurysm with a max diameter of 4.8 mm and a 3.7 mm neck diameter. The landing zone arterial diameter was 3.9 mm distally and 5.0 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure showed the stent was well opposed to the vessel wall, and there was significant retention of contrast agent in the aneurysm. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label).  The pipeline was not positioned in a bend, had been deployed more than 50% when it failed to open, and was resheathed less than or equal to 2 times. No additional steps of other devices were required to open the pipeline.

Manufacturer narrative:
Product analysis ¿as found condition: the pipeline flex shield pusher wire was returned for analysis inside a dispenser coil, inside a sealed biohazard bag, and inside a shipping box. The pipeline flex shield braid was not returned with the pusher wire. ¿damaged location details: the pipeline flex shield tip coil was observed to be damaged. The distal and proximal dps restraints and dps sleeves were intact, with no damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with signs of elongation and damage. The pusher wire was kinked at ~87.0cm to ~91.0cm from the distal tip. No other anomalies were found. ¿testing/analysis: n/a ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open to open at distal¿ and ¿failure/incomplete to open at middle¿ reports could not be confirmed, as the pipeline flex shield pusher wire was returned without the braid; also, the tip coil and pusher wire were damaged. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, an improperly sized braid to the anatomy, a braid that was overstretched during delivery, or a damaged braid. In this event, the customer reported that the vessel tortuosity was moderate, and the pipeline was not positioned in a bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as possible causes. Therefore, an improperly sized braid to the anatomy, a braid that was overstretched during delivery, and a damaged braid could have contributed to the reported failure to open. However, since the braid was not returned, its contribution to the reported event could not be determined. Therefore, the cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.